Event description:
Add'l info received on (B)(4) 2009: the date of the event was (B)(6) 2009. Per the operating room report, the procedure was a gastric bypass and the staple line has misfires, resulting in staples not completely closing. Reiterated no pt incident and that another device was used to complete the case. Add'l info from user facility report: during gastric bypass surgery, the stapler misfired while resecting the bowel. Another stapler was used to complete procedure. There are no known negative effects or further procedures required for the pt. Device is available for review. (B)(4).

Manufacturer narrative:
(B)(4): info was not provided by the initial contact. Info anticipated, but unavailable at this time. (B)(4).